Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter detachment and perforation of the inferior vena cava as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the reported filter detachment and perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2006).

Event description:
It was reported through the litigation process that the filter struts detached and perforated the inferior vena cava. The device was removed successfully, and the detached strut has not been removed after an attempted but unsuccessful via alligator forceps. The detached strut retained in patient body. The current status of the patient is unknown.